Event description:
It was reported that during generator replacement surgery on (B)(6) 2015 due to battery depletion, the vns patient¿s replacement generator showed a high impedance condition after connected with the existing lead. The lead pin was reinserted into the generator header multiple times but the device continued to show high impedance. The lead was also replaced during the procedure. The explanted generator was returned to the manufacturer for analysis. The end of service condition was the result of normal, expected battery depletion. No abnormal performance or any other type of adverse condition was found. The explanted lead has not been returned to date.

Event description:
The explanted lead will not be returned for analysis by the explanting facility.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.